Manufacturer narrative:
(B)(4). This is a report where there was a loose connection between a supply line and bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between a supply line and bag. The event occurred during prime for peritoneal dialysis therapy. The home patient stated that the luer connection on the supply bag had a few drops of fluid around it, and that the connection was a loose, incomplete connection. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. The patient would start over with manual supplies. There was no patient injury or medical intervention reported. No additional information is available.